Event description:
It was reported that a number of pelvic floor repair procedure related events occurred on unk dates. No further information was available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.